Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0211847596, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that there was a defective catheter. The product was implanted on (B)(6) 2016 and explanted (partially) on the same date. The catheter was replaced. It was noted there was surgical intervention. There were no diagnostics or troubleshooting performed. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. There were no reported symptoms. The patient status was alive ¿ no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The pump was implanted on (B)(6) 2016. The concentration and dose of baclofen used in the pump was unknown. The defective catheter issue was clarified as ¿the catheter broke while the surgeon was operating.¿ the event context was clarified to be in the operating room. The cause of the product problem was not determined. The therapy was now effective because the surgeon implanted a new catheter after noting the defective one during the same operation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.